Event description:
It was reported that the atrial lead exhibited no capture or sensing, and undefined impedance. The lead was found to be fractured. The lead was programmed off and remains implanted until the device changeout. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.